Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was treated for a basilar aneurysm. The distal landing zone was 2.7mm and the proximal landing zone was 3.9mm. The resistance occurred at the distal tip of the phenom microcatheter. It was noted that continuous flush was administered and maintained as indicated in the instructions for use (IFU). No cause or contributing factor to the resistance retrieving the pipeline pushwire in the phenom 27 microcatheter was identified.

Manufacturer narrative:
Continuation of d10: product ID: nv unk pipeline (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the customer was not able to pull the distal part of the pipeline pushwire (sleeves) back into the catheter and the catheter was crushed. The patient was undergoing surgery for flow diverter implantation treatment. It was noted the vessel tortuosity was moderate. The access vessel was the internal carotid artery (ica). It was reported that after successful pipeline implantation, the customer was not able to pull the distal part of the pushwire (sleeves) back into the catheter. While trying to do so, the catheter changed shape. As the healthcare provider (hcp) needed the access for a telescoping procedure, they tried hard, but needed to remove the pushwire and catheter together. This happened in tho cases. The catheter was crushed. The damage was located in the distal section. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Ancillary devices include an unknown sheath and navien 058 guide catheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield pushwire and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened phenom 7 inner pouch. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex shield pushwire was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, partial sleeves and tip coil deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned and wavy from ~3.5cm to the distal tip. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield pushwire was pushed out from catheter with some resistance. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance as the pipeline flex shield returned within the phenom 27 catheter and pushed out with resistance. The phenom 27 catheter was found to be damaged. From the damage seen on the catheter body; it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It was noted the patient's vessel tortuosity was moderate and a continuous flush was administered and maintained as indicated in the instructions for use (IFU). Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.